Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received scroll wrap noticed and stated she has over delivered in the past. Customer over delivered on (B)(6) 2012 and the last time was (B)(6) 2013. Customer did not recall the exact dates. Customer was not hospitalized and both times blood glucose lowered to 30 mg/dl. First time treated with 15 grams, three times. Second time treated with glycogen pen. No further information reported.